Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that he was hospitalized due to inaccurate sensor readings. The blood glucose reading was 600 mg/dl. The customer treated with manual injections. The insulin pump was not returned or replaced at this time and troubleshooting could not be completed as the customer was being taken to the hospital.